Event description:
The customer reported being hospitalized due to dehydration and hyperglycemia. The blood glucose reading was 534mg/dl. The customer was experiencing unexplained high glucose. The customer's most recent glucose reading was 176mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.